Manufacturer narrative:
(B)(4).

Event description:
During an ent case, the surgeon reported sparking from the plasmablade device and the housing melted. There was no patient injury.

Manufacturer narrative:
Product event: (B)(4). Patient information incomplete and missing patient information unable to be obtained, follow-up communication is still in-progress. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During an ent case, the surgeon reported sparking from the plasmablade device and the housing melted. There was no patient injury.